Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she wanted to know if she accidently programmed the device incorrectly and if she gave herself too much insulin. Customer wanted to know how to stop the bolus she had administered accidently. Customer was advised how to use the suspend feature to stop the bolus. Customer declined troubleshooting for low blood glucose because she knew she had attributed to the low due adjusting the settings. Customer mentioned in the call she was feeling like her blood glucose was lowering and stated her blood glucose was 100 and dropped to 80 really fast on her graph. Customer declined further assistance. The customer is not returning the device for analysis.